Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter states customer had been getting results of 1.5 inr or 1.4 inr on his coaguchek xs system starting in (B)(6) 2014. Customer treated himself with marcumar during this time, however, the results did not change. At the end of (B)(6) 2014 the customer bumped his shin slightly resulting in a "huge" hemorrhage in his lower leg. Customer states his leg tissue was black in color. One day later, he went to the hospital where numerous hematomas were found and surgically removed as well as a "purge" of tissue. At an unspecified time at the hospital, customer's inr was 6.5 inr. At an unspecified time at the hospital, customer's coaguchek xs system read 1.5 inr. The manufacturer requested return of suspect product for evaluation.